Event description:
An adc customer reported receiving error 658 messages on his meter from (B)(6) 2010 through (B)(6) 2010. He stated he has been unable to test during that period and reported specifically experiencing symptoms of dry mouth, thirst and sweatiness. Although the customer stated the medical event also occured between (B)(6) 2010 and (B)(6) 2010, the customer reported being seen only once by a doctor at a local health care facility, diagnosed with hypoglycemia and treated with intravenous fluids (solution unknown) to stabilize his blood glucose levels. No additional information was provided. It was identified during troubleshooting, the customer was attempting to use expired test strips which is covered in product labeling. There was no report of death or permanent impairment associated with this report.

Manufacturer narrative:
As this report involved the customer attempting to use expired test strips, no product malfunction was reported and no product investigation will be conducted. This is a final report.